Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. No lot number provided, therefore no retained samples can be tested. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records could not be reviewed because lot number was not provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tubes had the stopper creep out. The following information was provided by the initial reporter: "the customer reported that the cap was not put onto the tube (the cap was detached)."